Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation. It was also reported that the right ventricular (rv) lead exhibited intermittent non capture, high thresholds, rising threshold, increasing impedance and high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.